Event description:
I recently purchased a new opti free replenish multi purpose contact disinfectant/storage solution. Shortly after starting to use this product, my eyes became red and scratchy. I went to the ophthalmologist after no resolution, after one week. He told me I had contracted scleritis, to discontinue using this product, not to wear my contacts for three weeks and needed antibiotic and steroid drops for my eyes. With the recent recall regarding the other moisture plus multi purpose contact solution by advanced medical optics, I felt it prudent to report this brand as well. Dose: contact lens case full, frequency: daily, route: other. Dates of use: 1 month. Diagnosis: contact lens cleaning and storing solution. Event abated after use stopped: yes.